Event description:
Report received of an adverse pt event while the device was in use. The pt was receiving adriamycin. The pump settings could not be recalled. Reportedly, the nurse hung a 400ml glass bottle of adriamycin (arc) at an unspecified time. Around 4:00am or 4:30am the pt awakened and complained to the nurse that pt had chest pain and was short of breath. At this time, the nurse noted the pump display indicated that 500ml had infused and there was air in the entire IV tubing. There were no reported pump alarms. The pt was given oxygen and transferred to the ICU for observation. The customer reported that within 1 1/2 hours the pt showed signs of improvement. A cat scan of the chest was done and was inconclusive. The pt did not suffer any adverse sequelae and was discharged home later that afternoon. Though requested, there was no further info available.